Event description:
It was reported that an alert was received for a high, out-of-range pacing impedance measurement (>3000 ohms) from the right atrial (ra) lead. This resulted in a lead safety switch (lss) to unipolar sensing. Due to the lss, signal artifact monitoring (sam) over-sensing occurred, which caused the minute ventilation (mv) to be disabled. It was recommended to assess the ra lead integrity in-clinic. At this time, the system remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an alert was received for a high, out-of-range pacing impedance measurement (>3000 ohms) from the right atrial (ra) lead. This resulted in a lead safety switch (lss) to unipolar sensing. Due to the lss, signal artifact monitoring (sam) over-sensing occurred, which caused the minute ventilation (mv) to be disabled. It was recommended to assess the ra lead integrity in-clinic. At this time, the system remains implanted and no adverse patient effects were reported.